Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right flank (for symmetry) on (B)(6) 2018 using cooladvantage, coolcurve+, to the left flank on (B)(6) 2018 using cooladvantage, coolcurve+, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral inner thighs (horizontally) (B)(6) 2018 using cooladvantage, coolcurve+, to the bilateral upper abdomen (inverted v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the right flank (B)(6) 2018 using cooladvantage,coolcurve+, to the bilateral upper bra roll (back) on (B)(6) 2018 using cooladvantagepetite, coolcore, to the right lower bra roll (back) on (B)(6) 2018 using cooladvantagepetite, coolcore, to the right upper bra roll (front) on (B)(6) 2018 using cooladvantagepetite, coolcore, to the bilateral upper abdomen (inverted v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantageplus, coolcurve+, to the bilateral lower abdomen (v shape) on (B)(6) 2019 using cooladvantageplus, coolcurve+ who developed paradoxical hyperplasia (pah/ph) of the flank and ruq, luq, rlq, and periumbilical regions of the abdomen post-treatment on an unknown date in 2019 and was diagnosed on (B)(6) 2019.

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk. Management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right flank (for symmetry) on (B)(6) 2018 using cooladvantage, coolcurve+, to the left flank on (B)(6) 2018 using cooladvantage, coolcurve+, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral inner thighs (horizontally) (B)(6) 2018 using cooladvantage, coolcurve+, to the bilateral upper abdomen (inverted v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the right flank 03apr2018 using cooladvantage,coolcurve+, to the bilateral upper bra roll (back) on 31may2018 using cooladvantagepetite, coolcore, to the right lower bra roll (back) on 31may2018 using cooladvantagepetite, coolcore, to the right upper bra roll (front) on 31may2018 using cooladvantagepetite, coolcore, to the bilateral upper abdomen (inverted v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantage, coolcore, to the bilateral lower abdomen (v shape) on (B)(6) 2018 using cooladvantageplus, coolcurve+, to the bilateral lower abdomen (v shape) on (B)(6) 2019 using cooladvantageplus, coolcurve+ who developed paradoxical hyperplasia (pah/ph) of the flank and ruq, luq, rlq, and periumbilical regions of the abdomen post-treatment on an unknown date in 2019 and was diagnosed on (B)(6) 2019.